Event description:
The customer reported obtaining erratic patient results for sodium (na) and potassium (k) due to negative anion gap values on their au480 clinical chemistry analyzer. The initial results were not reported out of the laboratory. The customer repeated the sample twice and results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for this patient.

Manufacturer narrative:
The customer performed troubleshooting with support of the beckman customer technical specialist. The customer replaced electrodes and cleaned the ise module to resolve the issue. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).